Event description:
Patient brought to operating room for placement of hemodialysis catheter. Left subclavian venipuncture made j wire passed without difficulty. The peel away sheath and dilator did not want to go in all the way. Wire was attempted to pull back the dilator leaving the peel away sheath behind and it became trapped. Dilator and peel away removed but wire remained behind. Attempts to remove unsuccessful, snapped and trapped. Patient had to have wire removed in radiology.

Manufacturer narrative:
User facility originally reported the sample was available to be returned to the manufacturer for evaluation. Upon further correspondence the user facility reported that the sample had been discarded. Therefore, the compliant is inconclusive since the product was not returned for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Additional information from the importer report: date of report: (B)(4) 2012; brand name: equistream, common device name: hemodialysis catheter, manufacturer name and address: bard access systems, (B)(4).